Manufacturer narrative:
An event regarding loosening involving a triathlon baseplate was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Medical evaluation not performed as no medical records were received. Device history review determined that the lot was manufactured and packed to specification. Complaint history review confirmed that there have been no similar events for the lot. The exact cause of the reported knee loosening could not be determined with the limited information provided. No further investigation for this event is possible at this time.

Event description:
It was reported that patient was revise due to loose tibial. Triathlon baseplate, stem, 2 augments and insert were implanted during revision. Baseplate and insert were explanted.

Event description:
It was reported that patient was revise due to loose tibial. Triathlon baseplate, stem, 2 augments and insert were implanted during revision. Baseplate and insert were explanted.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.